Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the tip of the holder broke off. When unscrewing the implant holder for synfix, after having inserted the synfix implant, the tip of the thread broke off and remained in the implant. The surgeon chose to remove the implant, which was done so with the broken thread fragment securely attached. A new identical implant was then opened, inserted and the remainder of the procedure continued incident. This is report 1 of 1 for complaint (B)(4).